Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 15.9 mmol/l (mobile system) and 5.8 mmol/l (aviva system). Customer took an unspecified tablet after the results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however the suspect product has been used up and is no longer available.

Manufacturer narrative:
The event occurred in united kingdom this medwatch is for the aviva system. (B)(6). Customer's weight was reported to be "approximately (B)(6)." Device will not be returned.